Manufacturer narrative:
Discrepant results when test repeated with the inratio meter. The results are as follows: 4.6, 1.7 and 1.6. Average 2.63, stdev 1.70, %cv 64.71. As per internal procedure, tr# 0150 rev. 2 if the %cv is greater than 20% the criterion is not met. The product will be investigated. The pt did not use right technique. The patient did not wipe off the alcohol properly.

Event description:
The caller alleged discrepant results when repeated the test with inratio. The results are as follows: 4.6, 1.7 and 1.6.